Event description:
It was reported while using bd vacutainer® push button blood collection set, the sleeve of one device was loose resulting in sample leakage onto therapeutic wipes, the mouth of the collection tube, and the tabletop. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Therefore, a total of 10 retained samples were functionally tested and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the sleeve of one device was loose resulting in sample leakage onto therapeutic wipes, the mouth of the collection tube, and the tabletop. No adverse impact was reported regarding the patient or user.